Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unknown pelvic suspension device on or around (B)(6) 2009 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, suffering, erosion of her internal tissues, dyspareunia, disability, mental anguish. Plaintiff's attorney also alleged plaintiff suffered aggravation of a preexisting condition, has sustained serious and permanent injuries, and undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.